Event description:
A customer in the united states reported an rt12 rotor breakage in a statspin ssvt-1 centrifuge during centrifugation occurred a couple of months ago. The customer indicated that the shield was in use and all pieces were contained. No personnel were injured and no pt samples were lost.

Manufacturer narrative:
The customer discarded the rotor and has a new rotor currently in use, which has resolved the issue. No further investigation may be carried out. (B)(4).